Manufacturer narrative:
All of the buttons functioned properly and no moisture damage was noted on the keypad traces. The keypad connector was fully locked. The insulin pump had a cracked case at the display window corner, minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive down arrow button. The blood glucose reading was 148 mg/dl. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.